Event description:
Medtronic received information regarding a magnetic resistance adjustable valve. It was reported that the physician has tried to adjust the valve from 1.0 to 1.5 after several attempts, and it was not as easy as they thought. They have followed the procedure and have been very careful with the axes, etc, but they either could not get it out of position or it changed completely randomly. The physician has checked the device on x-ray to confirm the valve, and it was at an acceptable 1.0. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.